Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that the sensor was not working. The cannula is stuck in the skin. Troubleshooting was performed and the needle is not attached to the sensor. The cannula was retracted but it may have fractured in the body. Nothing is returning.